Event description:
The customer called with concerns that the insulin pump may have over dose her with insulin, and is requesting a replacement. The customer stated that she received too much insulin, and experienced low blood glucose levels. Troubleshooting was performed. Reviewed the bolus and prime history. Found nothing out of the ordinary. The boluses and prime deliveries were explained, but the customer insisted that the insulin pump over delivered. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy test is pending.